Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of this peritonitis event is unknown. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with vancomycin injection (1gm, intraperitoneal, every 72 hours, stopped), amikacin injection (120mg, intraperitoneal, daily in night bags, stopped), and ceftazidime injection (1gm, intraperitoneal, daily in night bag, stopped) for this event. At the time of this report, the patient has recovered and was discharged from the hospital. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.